Event description:
It was reported that, "acetabular cup revision because of gross loosening. The surgeon wanted to know if this implant was part of the recall."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, then it will be submitted in a supplemental report.